Manufacturer narrative:
The device is reported to be available; however, it has not yet been returned.

Event description:
The event occurred on an unspecified date and involved a transpac® IV kit w/35" pt, 6" pt and 3 needleless valves where the customer reports that the device could not be flushed through. The line was assessed at the patient bedside and found to be working properly, but the transducer could not be flushed through. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.